Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was removed from the patient's body; however, when the stent delivery system was removed from the guidewire, the stent disappeared and cannot be found. The physician confirmed that the stent was not in the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
Device is a combination product. A synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis. The device was returned without the stent attached. The balloon cones were reviewed, it appears as if positive and negative pressure was applied (inflated and deflated). A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The stent was removed from the patient's body; however, when the stent delivery system was removed from the guidewire, the stent disappeared and cannot be found. The physician confirmed that the stent was not in the patient's body. The procedure was completed with another of same device. There were no patient complications reported and the patient's condition was good.